Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient required surgical intervention to correct an impairment of a body function and the invisalign product was being used at that time.

Event description:
The patient reported the symptom of tmd (locked jaw). The patient reported visiting a physical therapist, a chiropractor, general physician and a tmj specialist due to the reported symptom. The patient reported having tmj surgery in (B)(6) 2017 and physical therapy to alleviate the reported symptom. The patient reported being prescribed flexeril (muscle relaxant) to alleviate the reported symptom. The treating doctor considered the event was serious but not life threatening to the patient.